Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found a piece of weld stuck behind the siderail latch which prevented the siderail from latching. The technician removed the weld debris to repair the bed.